Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they had a high blood glucose of 22 mmol/l. Customer treated for high blood glucose with needles. Customer has been using insulin pump within 48 hours of reported high blood glucose event. Customer also alleged under delivery of insulin from insulin pump. Customer also reported automode feature was in use at the time of high blood glucose event. Insulin pump will be returned for analysis.